Manufacturer narrative:
Batch review performed on 27 april 2021: lot 1902992: (B)(4) items manufactured and released on 10-jul-2019. Expiration date: 2024-06-26. No anomalies found related to the problem. To date, 176 items of the same lot have been already sold without any other similar reported event. Additional devices involved. Batch review performed on 27 april 2021: liner: mpact 01.32.3239hcat hooded pe hc liner ø32/c (k132879) lot 1906073: (B)(4) items manufactured and released on 09-aug-2019. Expiration date: 2024-07-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon revised the head and liner. The surgery was completed successfully. The dislocation happened at the hospital on the same day of primary surgery in post-op recovery.